Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The inner shaft was buckled 18mm from the proximal weld. The inner diameter (ID) of the wire lumen was measured at both ends which is within specification the guide wire used in the clinical event was not returned for analysis so a kinetix plus guide wire was used for functional testing. The guide wire was attempted to advance through the catheter; however, it could not pass through the buckled location. T he manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 20mm emerge¿ balloon catheter was advanced over the guide wire however the device became stuck on the wire.

Event description:
It was reported that catheter entrapment occurred. A 2.00mm x 20mm emerge¿ balloon catheter was advanced over the guide wire however the device became stuck on the wire.